Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device in this incident, it was determined that the multiple patients are not crossing to multiple stations. A technical support specialist (tss) dialed into the server and logged into health sight viewer (hsv). Hsv did not show the current stations in critical override (co) or disconnected mode. The tss ran the downtime query, and everything appeared normal. The tss connected with the customer and the pharmacist in charge to check if the error was still occurring. The customer informed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients were not crossing to station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.